Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 464 mg/dl at time of incident and treated with bolusing using the insulin pump. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that when they tries to give bolus, the insulin pump did not seem to delivery the bolus. The device will not be returned for analysis.